Event description:
It was reported that the patient was having surgery to replace the lead and they were going to use the same battery. During the surgery the health care provider (hcp) realized that the patient was infected, so they explanted the entire device. A flipped device was confirmed and the hcp explained that the device flipping on itself was probably a result of the infection. Once the device continued to flip, the impedance became an issue and the patient lost therapeutic relief. The lead had high impedance over 4000 ohms on all 4 electrodes. The diagnostic testing or troubleshooting performed was impedance testing. The product issue was not resolved and the cause of the issue was not determined. The patient status at the time of the report was alive with no injury. The lead was explanted and it would not be returned as the customer discarded of it. The lead was not replaced and would be replaced in the future. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that perioperative antibiotics were administered. The patient device was implanted in or around march 2014 and the hcp called the manufacturer representative in to look at the device. The impedances tested normal; however the hcp showed the manufacturer representative an anterior-posterior (ap) view of the device and the lead was noticeably twisted and the ins looked flipped. The high impedances and lack of effect were believed to be due to the device flipping many times. The initial flipping did not impact the impedances; however multiple flips must have affected the impedances and therapy. This was the hcp¿s first implant and they made the pocket too big, allowing the ins to flip and damage the lead. The hcp decided to replace the lead and the manufacturer representative was rarely shown the lead during an explant as they were not allowed into the sterile area of the or. The lead was not severed but was longer, really twisted, and stretched. During surgery the hcp noticed an infection and decided to explant the entire system. The hcp told the manufacturer representative the cultures were normal and the patient did not have an infection. The patient had not been reimplanted and was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0gl2s, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).